Event description:
Several weeks ago, the rptr began experiencing a "type 4" allergic reaction on his hands. The rash is mainly on the top of his right hand and the right wrist area. There is a small mark on the left hand. The rptr stated that the gloves exacerbate the rash.